Event description:
Implant didn't achieve osseointegration, primary stability was achieved, thread tap used, peri-implantitis, mobility due to infection around implant. Mesial pocket infection & mobility. Bone loss - no integration.